Manufacturer narrative:
Bd received 3 samples from the customer facility for investigation. The returned samples confirmed the reported defect. The samples were evaluated and the customer's indicated failure mode for blood leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: due to the severity and occurrence of the reported condition there will be no further action at this time. This lot number and reported condition will be monitored.

Event description:
It was reported that after drawing a patient's blood, the phlebotomist noticed blood leakage from a crack in the bd vacutainer® plus plastic whole blood tube, bd hemogard¿. They noticed blood leakage on the crack and phlebotomist's hand as well. No serious injury or medical intervention reported.